Manufacturer narrative:
Aesculap inc. (Importer, registration no. (B)(4)) is submitting this report on behalf of aesculap ag (manufacturer, registration no. (B)(4)). Exemption number: e2014018. Device evaluated by MFR: device returned and evaluated (previously reported). Updated information - after the manufacturing evaluation was completed, the severity of the reported failure was determined to have decreased to 2 out of 5; based on this data, this event was re-assessed and deemed not reportable.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: failure description - the instrument arrived in a decontaminated condition. The instrument arrived mounted but with broken welding seam. Investigation - we made a visual inspection of the broken welding seam. For this step, we screwed the thread of the shaft fully into the handle. The seam seems evenly welded and it is outwardly without visible defects. In the next step we unscrewed the shaft and handle and inspected the residues of the seam at both sides (handle and shaft). At both sides there are continuous residues visible. Batch history review- the manufacturing documents have been checked and found to be according to specifications valid during the time of production. There currently are no further complaints with this lot at hand. Conclusion and root cause - the problem is most probably design and /or manufacturing related. Rationale - the seam was complete and without visible failures welded around the shaft/handle, but the junction was too weak. We have to clarify, if it was a design or a process problem. For this purpose we will request a CAPA.

Event description:
It was reported that there was an issue with ennovate pedicle awl. During surgery, it was noted that the awl became loose from the handle while using it; the device had not been used in a different manner than usual. Normally, the surgeon moved the awl with a little turn right and left to get in and also used the hammer when needed. The loosening concerned the physician. The surgeon reconnected the awl to the handle each time it occurred. There was no surgical delay but further details were not provided. Additional information has been requested.